Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # (B)(4), exp date 12/31/2020, MFR date 01/07/2016. Batch # (B)(4), exp date 12/31/2020, MFR date 01/21/2016. Batch # (B)(4), exp date 10/31/2020 MFR date 11/02/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that the patient underwent an electronic ear implant procedure for ped on unknown date in 2016 and suture was used on subcutaneous layer and/or sub-dermis layers. Three to four weeks following the procedure, the stitch abscess was discovered, when the patient came back to see a doctor. The surgeon was not sure if abscess caused by the suture or other reason. The surgeon also opined that this case is not like real stitch abscess, the wound is clean and dry post op and it is more like a patient body rejection of the suture. It was also reported that the undigested suture had been extruded up to skin. The surgeon opined that the wound healing is good. It was also reported that the undigested suture had been extruded up to skin and the exposing suture on skin was removed. It has been also reported that, currently, the patient has a scar, but there are no other complications.